Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The device was returned for evaluation. The position of the cam when the valve was received was at setting 3. The valve was visually inspected; needle holes in the needle chamber were noted as well as a liquid. The valve was tested for programming and passed. The valve was flushed; the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was reflux tested and passed. The valve was pressure tested and passed. The valve was dried. A review of manufacturing records was not possible as the lot number is unknown. Based on the results of the investigation, the reported issue is not confirmed. No root cause could not be determined as no functional problem was noted with the valve. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that the certas valve could not be reprogrammed after implant. The valve was implanted to the patient via vp-shunt with setting of 4; however, date of implant is unknown. It was reported that the pressure setting was not able to be changed from 5 to 6 after the setting was successfully changed to 6 and 5. The placement of the valve and the pressure changing method were checked and confirmed it was correct. The valve was placed a few millimeters subcutaneously and it could be confirmed visually. On (B)(6) 2018, the surgeon tried changing it. Although it could not be changed it at the beginning, it could be changed to 3 from 4 after used it several times. The patient¿s condition didn¿t improve on (B)(6), so revision surgery was performed on (B)(6). The patient's condition was gradually recovering. The product will not be returned to your site.